Manufacturer narrative:
An event of a "cusp found to be completely dislodged and prolapsed in the left ventricle", leakage/ regurgitation, and a myocardial infarction were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 25 mm trifecta valve was implanted. Pre-op coronary angiography found atheromatous coronaries without significant stenosis. Before discharge in 2012, the follow up echo found an enlarged left ventricle with a good systolic function and a well-functioning valve without stenosis nor leaks. The patient had regular cardiac follow ups with the latest follow up in (B)(6) 2017 which confirmed the device was correctly functioning. On (B)(6) 2018, the patient was admitted to the emergency unit for extended thoracic pain. ECG showed a lateral under-shift of the st segment and a troponin increase. The initial echo showed severe aortic leakage. The left ventricle systolic function remained preserved without segmental kinetic anomaly. Echocardiography revealed a severe intra-prosthetic leak with "vibration" picture consistent with a cusp "rollover" which was initially suspected to be a vegetation. Initially, there was no confirmation of endocarditis, no inflammatory syndrome, no hyperthermia, and the only findings was febrile upon admission to the intensive care unit. Blood cultures were obtained and the patient was started on antibiotic therapy. A complete body scan was performed and there was no evidence of a distant infectious site, but a right kidney mass was discovered (3 cm diameter) and suspected to be malignant. The trifecta valve was explanted on (B)(6) 2018 and replaced with a 21 mm carpentier-edwards magna ease. During surgery, no vegetation nor abscess was discovered. Findings at explant revealed that one of the cusp was found to be completely dislodged and prolapsed in the left ventricle. Hemodynamically, the patient had good evolution and hypertensive trend. Rhythmically, the patient had regressive complete av block which led to a transitory placement of a lead as the epicardial electrodes were insufficient to control the recurrence of the dysrhythmia. On (B)(6) 2018, the patient was transferred. The patient was reported stable.